Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose and tilted drive support disk. Unable to verify a33 alarm due to motor error alarms, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm and unable to confirm prime fill anomaly due to motor error alarms. All operating currents are within specification and passed displacement test, self-test, off no power test a21 error test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed during the prime and that he was unable to exit the "preparing to prime" loop. The blood glucose reading was 134 mg/dl. The customer was assisted in clearing the alarm. He was unable to describe any damage to the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.